Manufacturer narrative:
Two opened probes were received, with a tip protector, in a tray, for the report. The sample 1 was visually inspected and found to be nonconforming. Needle/stiffener pulled out of the needle holder. Functional testing could not be performed due the visual nonconforming conditions. The probe was disassembled, and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The sample 2 was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample 2 was then functionally tested for actuation. The sample was found to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation of sample 1 was unable to confirm the reported actuation failure due to the needle/stiffener - needle holder detachment. The exact root cause of the detachment cannot be determined; however, a manufacturing related root cause cannot be ruled out. The returned sample 2 was found to be functionally conforming, therefore an actuation failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. A non-conformance investigation has been initiated related to the needle assembly detachment. Sample 2 probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4. Lot number has been updated to unknown. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter did not actuate during vitrectomy surgery. The condition of aspiration was unknown. The procedure was completed by replacing the product with new one. There was no patient impact.